Event description:
User facility reported that during administration of medication to pt using the listed device, a crack was found in the y-site connector causing leakage of medication onto the pt's bed. Due to the leakage, the pt reportedly received inadequate sedation and required administration of an unk cardiovascular medication. No permanent adverse effects to pt reported. Additional details regarding the event and the pt's outcome were requested on (B)(4) 2014 (email).

Manufacturer narrative:
One used device sample was received for evaluation. Visual inspection of the device's molded y-site found a crack at the weld line of the female luer. Thorough inspection of the female luer showed no signs of molding issues. Visual inspection could not determine a root cause for the crack. As no lot number was provided, it was not possible to perform an evaluation of the device's manufacturing records; product pulled form stock was given testing in an effort to duplicate the observed cracking. Twelve devices were pulled from stock for testing. For each female luer, a males slip luer was coated with coconut oil(to simulate chemical attack of lipid solutions) and inserted into the female luer. After 1 hour and 24 hours, respectively, the female luers were inspected; no major cracking was found to suggest that the female components were inadequately molded. No evidence was found to suggest the report event was caused by an intrinsic product fault.